Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a right iliac artery aneurysm approximately three weeks ago. A bifurcated stent graft was not implanted. The aortic neck was 21 mm in diameter. The right common iliac artery was 36 mm in diameter. The right internal iliac artery was 27 mm in diameter. The right femoral artery measured 10 mm in diameter. The common iliac artery was 13.0-13.2 mm and the external iliac was 10 mm in diameter. The endurant 1613124 iliac stent graft was implanted and intra-operatively a proximal type I endoleak was observed. The proximal end was placed in the common iliac and the distal end was placed into the external iliac covering the internal. The physician believes the proximal type I endoleak will self-resolve. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, vessel occlusion); unapproved use of device (implant of an iliac stent graft without a bifurcated stent graft). Conclusion: operational context contributed to event (implant of an iliac stent graft without a bifurcated stent graft).